Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a battery indicator issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 7:30 am. She denied taking any medications to manage her diabetes and due to the alleged issue she continued her usual diabetes management routine. The patient claimed on an unknown day and time after the alleged issue started she felt shaky. She denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that there was no information of misuse of the device and that the batteries were overdue for replacement but the patient did not have any new ones available during the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.